Event description:
Caller states the pt tested 4.0 inr on coaguchek system 1 3.4 inr on coaguchek system 2, and 2.8 inr on coaguchek system 3 during duplicate testing. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch for suspect device in coaguchek system 3. Reference mwdwatches with a1 for suspect device in coaguchek system 2, for suspect device in coaguchek system 1.